Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot. It was reported the pt has been receiving ineffective stimulation due to receiving stimulation in unintended areas. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. As a result, the pt may undergo surgical intervention.